Event description:
It was reported that the bd intima ii plus¿ IV catheter experienced leakage at the connection site. The following information was provided by the initial reporter: when the nurse placed the indwelling needle for the patient she found leakage at the y-shaped tube of the indwelling needle, so she replaced the new venous indwelling needle which could be used normally without causing harm to the patient. The leakage occurred at the connection with the domestic extension pipe.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown. Therefore, device history record review (DHR) or quality notification review (qn) could not be performed. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.  Our business team regularly reviews the collected data for identification of emerging trends.